Event description:
The beckman coulter act diff 2 instrument gave low wbc, plt and higher rbc, hgb, hct, mcv results with instrument generated flags on all cbc parameters, (except wbc and hgb) for one patient compared to the same sample run on a reference instrument. Reference results were considered correct. Erroneous results were not reported out and there was no death, injury or change to patient treatment. The field service engineer (fse) ran background checks, reproducibility and controls; all within specifications and could find no problems with the instrument. The root cause is unknown. Per labeling, what flags mean 'occurs on parameters influenced by +++++, +, - - - - - , if mchc <25.0 or >40.0 g/dl, then rbc hgb, hct, mch, mchc are flagged with.' Possible sample interference or instrument problem. Verify results according to your laboratory's protocol. If on plt, platelet distribution failure non-positive curve.

Manufacturer narrative:
(B)(4).